Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. Name: medtronic minimed, country: united states of america, address ¿ line 1: 18000 devonshire street, city: northridge, state: california, zip code: 91325¿1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the customer stated that infusion set did not stick at insertion site.